Manufacturer narrative:
Product complaint # (B)(4). If further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: the product was returned for evaluation. One strand in two sections and one top foil that pertains to the product were received for analysis. Upon visual inspection of the sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture pieces were examined, and the extremes were noted to be split probably caused by a surgical instrument. In addition, the cuts of the needle/suture pieces match each other. The product code contains an absorbable suture. As the sample was received open, the time of exposure to the environment cannot be determined. As per the condition of the returned sample, the functional test could not be performed. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement on (B)(6) 2024 and suture was used. The suture broke in the middle of the case during the passing. They got another suture to complete the case without any patient harm. Additional information has been requested.